Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for device interrogation, noise on the atrial and ventricular leads were observed. Patient will continue to be monitored and will be scheduled for follow-up visit. Patient was stable.